Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 522 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that they experienced high blood glucose and infusion set with fractured needle. The customer woke up and found the infusion set without a needle. Blood glucose value at the time of the incident was 522mg/dl. Customer stated they received emergency medical treatment on (B)(6) 2018 as a result of fractured needle inside the body. Customer had to remove the sensor and it was bent upon removal. Customer treated the high blood glucose manual injections. Customer did not indicate if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose. Customer declined troubleshooting for high blood glucose.